Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the first device was not working as quickly as the surgeon expected. The second device distal activate blade tip broke off and fell into the patient. The broken piece was removed using a grasper. No x-ray was needed to find the tip. A third device was used to complete the procedure. No adverse consequences reported. The account will not release the device at this time.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Manufacturer narrative:
(B)(4). Device a was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. Initial visual inspection revealed the presence of body fluids, which indicates that the device was used. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. When the device is either not torqued properly or placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard. Device b was returned in good physical condition. The device was tested with a generator and was functional; the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device. Batch h90961 (B)(4).